Event description:
The valve was explanted after three weeks.

Manufacturer narrative:
The returned valve was patent and passed siphon, reflux, and leakage testing. It was within specifications for all pressure-flow and preimplantation. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of MFR.